Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix mesh on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against the composix mesh. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix mesh on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against the composix mesh. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with right ventral incisional hernia thereby underwent open repair with implant of composix mesh. Per operative notes, ¿a huge hernia sac was identified and reduced. The adhesions were taken down. A composix mesh was placed using prolene sutures.¿ (B)(6) 2012 - patient was diagnosed with incarcerated recurrent incisional hernia and infected mesh thereby underwent open repair with excision of composix mesh and implant of biological mesh. Per operative notes, ¿the incarcerated incisional abdominal wall appeared to have omentum with abscess cavity. The abscess cavity was drained. The fistula was noted between small bowel and prior mesh. The abscess cavity and mesh appeared to be migrated into mid small bowel. The adhesions were lysed. A segment of small bowel was resected along with mesh, fistula and abscess. The infected mesh was excised entirely. The hernia defect was identified and repaired with biological mesh and sutured.¿